Event description:
It was reported that during an implant attempt with insertion of the right ventricular (rv) lead the patient developed complete heart block. The rv lead was quickly inserted and while accessing the coronary sinus the rv lead had loss of capture. The rv lead was attempted to be repositioned and the helix would not extend or retract after a few times. The rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid and was breached cut. The inner insulation was breached cut. The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead was damaged at implant.